Event description:
It was reported that during a total knee procedure, the response time of the registration process had a lag in it. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that during a total knee procedure, the response time of the registration process had a lag in it. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that during a total knee procedure, the response time of the registration process had a lag in it. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the system had obviously a slower dot appearance rate and response time than previous model during registration was not duplicated as the product was not available for inspection.

Event description:
It was reported that during a total knee procedure, the response time of the registration process had a lag in it. No adverse consequences or procedural delays were reported with this event.